Manufacturer narrative:
The patient was transplanted at (B)(6), japan. Manufacturer's investigation conclusion: it was reported that the patient underwent a routine heart transplant on (B)(6) 2022. Hmii lvas, serial number (B)(4), was returned assembled with the driveline severed approximately 1.5¿¿ from the pump housing. The distal portion of the driveline was returned in one segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief had been severed adjacent to their hardware. The remainder of the graft and bend relief material was not returned. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(4), visual inspection of the textured, blood-contacting surfaces revealed no evidence of developed, laminated or denatured depositions or thrombus formations that contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. The pump was reassembled and functionally tested under normal operating conditions using the returned distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. During the investigation there were incidental findings noted. A small amount of tissue growth was observed extending over the proximal edge of the inlet tube, and the proximal side of the outlet stator revealed a red tissue-like deposition surrounding the outlet bearing ball. Examination of the textured, blood-contacting surface of the inlet tube lumen revealed a thin, tissue-like deposition, consistent with normal tissue ingrowth, along the proximal edge. Additionally, a small amount of tissue growth was observed extending over the proximal edge of the inlet extension. These depositions were well-adhered and did not appear to have obstructed blood flow while the pump was supporting the patient. Evaluation of the remainder of the inlet tube lumen revealed no evidence of adhered depositions or thrombus formations. Visual inspection of the proximal side of the outlet stator revealed a red, tissue-like deposition surrounding the outlet bearing ball. The lack of laminated layering indicated that this deposition did not form in the outlet stator and likely, originally formed elsewhere; however, the specific origin could not be conclusively determined through this evaluation. Additionally, the lack of denaturation and the lack of contact marks on the distal, tapered end of the rotor, suggest that this deposition was not present for an extended amount of time while (B)(4) was supporting the patient. A specific cause for the observed thrombus formation could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and heartmate ii lvas patient handbook, are currently available. The IFU lists device thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication. Additionally, the IFU provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. The IFU also outlines indications of pump thrombosis as well as how to respond to such events. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant surgery and the pump was explanted. The pump was returned for analysis and during the investigation a small amount of tissue growth was observed extending over the proximal edge of the inlet tube. The proximal side of the outlet stator revealed a red, tissue-like deposition surrounding the outlet bearing ball.